Event description:
There were no reports of an injury or death. It was reported the sys failed to boot up.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The main plug and interconnect cable were evaluated and reseated. The system was tested and found to be working as intended and returned to svc.